Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented for follow-up two days after implantation procedure, loss of capture was noted on the atrial lead. Upon further test, dislodgement of the atrial lead was observed via x-ray. The lead was explanted and replaced when repositioning was unsuccessful. The patient was stable.